Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Clinician reported screw fractured and was removed from the implant. Implant was not affected.

Manufacturer narrative:
The reported device was not returned. And the reported event was non verifiable, as no objective evidence was provided towards the reported event. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. A one-year complaint history review by item number was conducted. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated, due to the nature of the dental device and event (fracture). The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm, the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified, through the investigation performed.

Event description:
No additional or corrected information to report.